Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized and was treated with cephalosporin and another unspecified anti-inflammatory drug for peritonitis. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.